Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head snapped off while brushing-oral-b power oral care refills "[device breakage]". Case narrative: consumer via phone reported that brush head snapped off while brushing. No injury was reported.